Manufacturer narrative:
The solara3g tilt-in-space wheelchair is to be returned to invacare for inspection but has not yet been received. Invacare has made multiple unsuccessful attempts to contact the dealer & facility to obtain additional information relating to the injury, medical intervention, maintenance of the wheelchair, tilt function as well as the complete serial number of the chair. There was insufficient information provided to determine what, if any malfunction of the wheelchair tilt function occurred. A follow up will be filed if new information is obtained.

Event description:
Invacare received a report alleging the end user was sitting tilted in their solara3g wheelchair when they were unable to move the seating back to an upright position,the tilt appeared to be stuck. When the tilt function released, the seat moved very fast to an upright position catching the users right leg under the footrest fracturing her right leg & ankle. The end user was sitting cross legged at the time with out their seat belt being latched.